Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 30 mmol/l, which the patient treated with manual insulin injections. The customer's blood glucose at the time of call was 18.0 mmol/l, and they felt okay to troubleshoot. The customer was assisted through the prime process; the customer was able to successfully prime and rewind the pump with the same infusion set and reservoir that was receiving the no delivery issues. The customer was advised that the pump was working as designed. No products were shipped or returned.